Event description:
Additional information was provided that impedances were greater than 2,000 ohms in the ring to coil configuration and pacing thresholds increased to 6 v @ 2 ms. All other lead measurements were noted to be normal. Ts advised performing a chest x-ray and checking other lv lead configurations. Attempts to obtain additional information from the field were unsuccessful. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances of greater than 2,000 ohms. The lv amplitude was noted to have decreased from 10 millivolts (mv) to 5 mv, and lv thresholds have increased. The pacing configuration was changed to lv tip to right ventricular (rv) coil and impedances were 500 ohms with with good pacing thresholds. Boston scientific technical services (ts) discussed a possible lv ring electrode issue and discussed continued monitoring until the device replacement. It was noted that this would be discussed with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.